Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. There was no reported adverse impact to customer's blood glucose. Tandem technical support made multiple attempts to obtain more information from customer, but was not successful.